Event description:
During an article review of "iatrogenic coronary-cameral fistula after left ventricular radiofrequency ablation", the following info was identified related to a possible performance issue with a bsc product. Bsc device: internally irrigated 4-mm tip catheter (no brand or model number provided). Article summary: case study of cardiac radiofrequency (rf) ablation procedure for pt with premature ventricular contractions (pvcs), sustained monomorphic ventricular tachycardia (vt), and syncope. Ablation was performed with a bsc internally irrigated 4-mm tip catheter. Post-procedural testing revealed a pseudoaneurysm and fistula. The pt was noted as asymptomatic with normal results from physical examination, electrocardiogram, and exercise perfusion scan. Follow-up cardiac magnetic resonance imaging (MRI) at 2 months was unchanged. Because of concerns over scarring and previous syncope with inducible vt, an implantable cardioverterdefibrillator was implanted. At 12 months after ablation, the pt remained asymptomatic, with no shocks or vt detections. Coronary cameral fistula formation may occur as a consequence of extensive irrigated rf ablation within the left ventricular. As in this case, rf ablation-induced coronary cameral fistula may resolve spontaneously.

Manufacturer narrative:
No procedure date was provided. We were unable to perform a product analysis as no device was received. The article describes that "a pt had undergone a radiofrequency (rf) ablation procedure and post-procedural testing revealed that the pt had a pseudoaneurysm and a fistula." A pseudoaneurysm and a fistula are both identified in the chilli ii direction for use as potential adverse event associated with catheterization and ablation. There was no indication from the journal article that the catheter malfunctioned or that a catheter malfunction caused these conditions. Similar complaint trend was reviewed for this product family, and no adverse trends were identified. Since the batch number is unk, DHR review could not be performed. A ship history review could not be performed because no info was provided for the procedure date.